Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 05-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a loss of synchronization of commutation. The controller remains in use.

Event description:
It was further reported that the vad failed to restart and also exhibited high watt alarms. The ventricular assist device (vad) is I ncluded in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot#: (B)(6). H3: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. There were no complaint allegations made against the controller. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Log file analysis revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2024 followed by a sharp increase in power consumption and estimated flows beginning on (B)(6) 2024. In addition, fifty (50) low flow alarms have been logged since (B)(6) 2024 and seven (7) high watt alarms have been logged on (B)(6) 2024. Furthermore, review of the alarm file revealed one (1) vad disconnect was logged on (B)(6) 2024 at 18:05:03, indicating a physical disconnection of the driveline from the controller. The alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. One (1) vad stopped alarm was logged at 18:05:29, indicating that the pump failed to restart after multiple attempts. Of note, information received from the site indicated that the patient was treated with heparin for thrombus, but chose to be placed on palliative care not to escalate care. As a result, the loss of synchronization of commutation finding, and the reported low flow, high watt, vad stopped events were confirmed. The reported thrombus could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. The most likely root cause of the reported vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. Pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the ¿grinding noise" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus, infection, and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, 694765 lead implanted: (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows, and the following day the vad also exhibited increased power and flow. A grinding noise was also heard with a stethoscope. The patient experienced shortness of breath. An inflow thrombus with thrombus ingestion was suspected. Driveline cultures, a white blood count and a chest x-ray were performed which indicated that the patient also had a bacterial infection of the ascending driveline. The patient was treated with antibiotics. The patient was also treated with heparin for thrombus, but wished to be placed on palliative care and not escalate care. The vad was subsequently deactivated after a vad stopped alarm occurred, which the site suspects was associated with inflow thrombus being ingested into the pump. The patient remained on supportive measures and hospice. No further patient complications have been reported as a result of this event.